Manufacturer narrative:
The scope was returned to the service center for evaluation. The bending section rubber glue was found cracked. The forceps cover glue was noted to be peeling. The forceps channel water flow inlet was noted to be loose. The scope¿s chip ID showed 134 total uses. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, the forceps cover glue was found to be peeling. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer reported it was confirmed by the investigation attachment in the file that the adhesive on the distal end was peeled. The legal manufacturer surmised that this phenomenon occurred due to external force applied to the distal end. As to the distal end, the legal manufacturer checked the contents described in the instruction manual and found the following descriptions. It was determined that this may be able to prevent the phenomena. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. The legal manufacturer confirmed that the subject device met its standards at the time it was shipped. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.